Event description:
Spontaneous report, from netherland. Local reference ID # (B)(4). Quality departement reference # (B)(4). Follow-up 2 information received on (B)(6) 2019 from the dentist by email. Follow-up #2 received on (B)(6) 2019: adr form received without relevant information. Causality assessment re-evaluation on (B)(6) 2019 on additional information received on (B)(6) 2019: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). B. Expectedness: needle issue: unexpected nl/us. Foreign body in gastrointestinal tract: unexpected nl/us. No adverse event: expected nl/us. C. Causality. A) latency - na. B) recognized association - no. C) analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needle or a sudden movement of the patient during the injection, the use of a needle size inappropriate to the type of procedure and/or quality defect of the needle. In this case, needle breakage was reported during injection and when bending the needle which is not recommended. Therefore, the causal relationship between the device and the event was considered as unlikely. D) dechallenge - na. E) rechallenge - na. Concluded causality who: unlikely. Fu2 received on (B)(6) 2019: assessment not changed the risk of needle breakage is known and is explained by different causes such as the bending of the needle before use, excessive pressure or movement of the needle or a sudden movement of the patient during the injection and/or the use of a needle size inappropriate to the type of procedure following a non-observance of the instructions for use of the needle device. In this case, no adverse event was reported and fragment needle was removed successfully. This case occurred once in context of misuse (bent needle) which was considered as the most probable etiology for the breakage occurrence. Quality investigations are pending, no other claims have been registered on the batch, therefore, no CAPA is required.

Event description:
Follow-up information received on 16-jan-2020 from quality department by email. On 16-jan-2020, the quality department received samples from the practitioner but not the incriminated needle. No new investigation will be done since the conclusion was a misuse (needles bent by the practitioner). The company decided to code intentional device misuse. Causality assessment re-evaluation on 27-jan-2020 on additional information received on 16-jan-2020: assessment not changed.

Manufacturer narrative:
This is the first complaint for a "needle breakage" defect on 91'600 devices sold for this batch and for the 587'800 cannulas for the cannula batch 116-18. The controls performed by our supplier during the production of this batch prevent the risk of non-conform cannulas in the assembled device. Furthermore, during the tests performed, no defect was observed on the device tested with no rupture during bending test and rupture force higher than 22n. The cause of this complaint may be a non-compliance of the dentist practices with the instructions for use listed in the notice. Without any occurrence on these batches of device and cannulas, and without deviation registered during the production, the residual risk is judged acceptable. The investigation did not permit to found the origin of the complaint, but the most probable origin is practician practices. Consequently, and without any recurrence on this needle batch (207'500 needles) and on the cannulas batches used (587'800 canulas for batch 116-18), no action will be done following this complaint. No deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this needles batch. The practician did not returned device. No deficiency was observed on retain sample box during the tests performed following this complaint. One of the three needle concerned by this complaint break during needle bending by the practitioner before use. Consequently, the cause of this complaint may be a non-compliance practice of the practician with the instructions for use listed in the notice. Consequently, a formation/resensibilisation of the practician to the instructions for use and to the good practices was recommended.

Event description:
The dentist usually used this device without complication. Additional information received on 25-sep-2019 from quality department by email. Investigation report results concluded as follow on 25-sep-2019 : no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this needles batch. The practitioner did not return the device. No deficiency was observed on retain sample box during the tests performed following this complaint. One of the three needles concerned by this complaint got broken during needle bending by the practitioner before use. Consequently, the cause of this complaint may be a non-compliance of the practitioner with the instructions for use listed in the notice. Thereby a formation/resensibilisation of the practitioner to the instructions for use and to the good practices was recommended. Causality assessment re-evaluation on 07-oct-2019 on additional information received on 25-sep-2019: assessment not changed. The risk of needle breakage is known and is explained by different causes such as the bending of the needle before use, excessive pressure or movement of the needle or a sudden movement of the patient during the injection and/or the use of a needle size inappropriate to the type of procedure following a non-observance of the instructions for use of the needle device. In this case, no adverse event was reported and fragment needle was removed successfully. This case occurred once in context of misuse (bent needle) which was considered as the most probable etiology for the breakage occurrence. No quality defect was detected, no other claims have been registered on the batch, therefore, no CAPA is required.

Event description:
Spontaneous report, from (B)(6). (B)(4). Initial information received from the dealer through our affiliate on 11-jul-2019 and follow-up information received on 16-jul-2019 from the dentist. Gvd received the case from quality department on 24-jul-2019. The dentist reported that the suspect device septoject xl 30g/12mm (batch # f07526ab, expiration date: may-2023) was used on an patient for palatin local anaesthesia on tooth #17 on (B)(6) 2019. Medical history, age and gender of patient were not provided. On (B)(6) 2019, the dentist complained of three needles breakage with septoject xl 30g/12mm. One during injection, the second during the bending of needle before injection and the last during injection. Using a pair of pliers, the dentist was able to remove the needle without any sequelae for the patient. At the time of report, the patient had fully recovered without sequelae. Analysis sample pending. Follow-up #1 received on 16-jul-2019: additional information provided regarding quality form completed from the dentist. Causality assessment on 30-jul-2019 on initial information received on 11-jul-2019 and additional information received on (B)(6) 2019: seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). Expectedness: needle issue: unexpected nl/us. Foreign body in gastrointestinal tract: unexpected nl/us. No adverse event: expected nl/us. Causality: recognized association - no. Analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needle during injection, a sudden movement of the patient during injection, the use of a needle size inappropriate to the type of procedure and/or quality defect of the needle. In this case, needle breakage was reported during injection and when bending the needle which is not recommended. Therefore, the causal relationship between the device and the event was considered as unlikely. Concluded causality who: unlikely.